Event description:
It was reported that the customer received 'multiple occlusion' alarms during bolus delivery. The customer would calculate the amount of insulin that was not delivered and deliver the remaining amount successfully. Customer's blood glucose levels were not impacted. The customer was not experiencing an alarm at the time of the report; therefore, no troubleshooting was performed.

Manufacturer narrative:
The device is expected to be returned: however, the device has not yet been received. A supplemental report will be submitted if the device is received.